Event description:
It was reported that the patient was presented with a vf episode. The device was reporting emi. Patient will be monitored and the leads will be tested. No further information is available.

Manufacturer narrative:
(B)(4). Product not returned.